Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm approximately 18 months ago. Vessel morphology was reported at the index procedure at as no tortuosity, mild bilateral iliac calcification with more calcification on the left; an aortic neck diameter of 29-30 mm; aneurysm length of 92 mm. Recent vessel morphology was reported as an aortic anterior neck angulation of 30-40 degrees; aortic neck diameter at the renal arteries of 29.9 mm. It was reported that the bifurcated device has migrated 1 to 1.5 cm, due to disease progression and aortic neck dilatation, with a type I endoleak. It was also reported that there was a type ii endoleak. The abdominal aortic aneurysm is 8.3 cm currently. The migration and endoleak were successfully treated with two endurant cuffs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (migration, endoleak), (B)(4) patient's condition affected effectiveness of device (disease progression, aortic neck dilatation) evaluation codes, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.